Event description:
The customer reported that the system displayed an error message that required a shutdown and re-boot. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, lemo connector, and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.